Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range (oor) intrinsic amplitude. Presenting electrogram (egm) indicated rv loss of capture. Left ventricular (lv) impedance also dropped since implant from 1,700 ohms to 850 ohms. This rv lead remains in service and no adverse patient effects were reported.